Manufacturer narrative:
The consumer is a loyal user of u by kotex security tampons. She explained that the tampons fell apart upon removal as the pledgets elongated. She was successfully able to remove the tampons and did not seek medical intervention. Consumer stated that every tampon has fallen apart from this box. Investigation findings: for lot ac634466x195112 the documentation assessed includes: manufacturing, quality audit, production and raw materials. This assessment found no anomalies that may have caused or contributed to the reported issue. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends. Root cause: a root cause could not be determined. The complaint could not be confirmed. Corrective action: no corrective action is needed at this time. Preventative action: no preventative action needed at this time. No further information is available at this time. We will provide a follow-up report if additional information becomes available.

Event description:
The consumer is a loyal user of u by kotex security tampons. She explained that the tampons fell apart upon removal as the pledgets elongated. She was successfully able to remove the tampons and did not seek medical intervention. Consumer stated that every tampon has fallen apart from this box.